Event description:
It was reported by service report that the retaining post was broken. The top pin bracket was stripped and the post tube cap and screw were not secured. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: pin bracket.